Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer rec'd a fasting blood glucose reading of 65mg/dl, ate breakfast and then experienced a diabetic event. Post event, his blood glucose readings were 296 mg/dl and 62 mg/dl on his blood glucose meter. The difference in those values was considered to be clinically significant. Believing he was experiencing low blood sugar, his mother administered a glucose injection. During the event, he hit his head on the breakfast table requiring twelve stitches. Paramedic intervention was required. The meter will be returned for eval.